Event description:
Information received via bma product complaint form. Reporting that an arterial bloodline developed a leak from what appeared to be a small hole in the main line tubing. The leak occurred approx. 1-1/2 hours into the patient treatment. The estimated blood loss is approx 75cc. The arterial line was changed without incident and the patient's dialysis treatment resumed. The patient has experienced no ill effects. The suspect line has been discarded by the user. This is the second complaint from this facility on this lot number. 7/23-received notice of 3 additional complaints from this lot number.